Event description:
Legal claim received alleging that the patient was revised for unknown reason.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob and side information. Dor is being corrected. Part/lot information was identified. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014. Comment: there is a dor discrepancy between litigation and the ppd. Due to accuracy, the dor from the ppd will be reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.